Manufacturer narrative:
Result: product performance engineering was unable to determine a root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was crystallized contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the sds and returned on the stylet. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. The protective sheath was not returned. The stent implant outer diameters were measured and they met manufacturing criteria. Product performance engineering reviewed the incident info and results of the returned device analysis. Analysis of the returned stent implant without blood confirmed the reported complaint of stent dislodgement outside the body. The stent implant was returned on the stylet. Factors that can affect stent dislodgement outside the body include, but are not limited to, improper or inadequate crimp, positive pressure during prep, negative pressure during sheath removal, incorrect sheath sizing, or forced sheath removal. Analysis of the returned device indicates presence of crimp marks between the markers of the still tightly folded balloon suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. Also, the returned stent implant outer diameters met manufacturing criteria. It is possible that the stent dislodged during removal of the protective sheath. The protective sheath was not returned, which may have aided in the investigation . It was gathered from the incident info that negative pressure was applied during preparation. It is possible that the negative pressure was applied during sheath removal, this would contribute to stent dislodgement. Although this is a possibility, the ultimate root cause of the stent dislodgement is unknown. Product performance engineering will monitor the incident circumstances. The lot history record review did not reveal any non-conforming material reports. There is no indication of a quality issue. All stent delivery systems are 100% visually inspected online for stet placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged prior to use. This was noticed during preparation of the device. After negative pressure was applied prior to flushing the device, the stent was observed to be missing. This was an emergency case, therefore, there was no attempt to find the dislodged stent. A new vision was pulled and used successfully. There was no pt involvement. No additional event or pt info is available.